Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 10/28/2019. Device returned to manufacturer? Yes. Device evaluation: the sample was received at the manufacturing site in its original box. During sample evaluation, no lens was observed into the assembled lens/insert case. The reported lens was found loose inside the box. Visual inspection using magnification was performed. Loose particles and debris were observed on the entire lens optic body, compatibles with the handling of the lens loose in box, out of the sterile environment. Due to the condition observed of the returned lens, it is visually impossible to identify the particle in question. Based on the evidence observed, the reported issue could not be verified. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no additional investigation request for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a particle was found on a model zcb00 19.5 diopter intraocular lens. The issue was noted during handling, but prior to insertion of the lens into the eye. No additional information was provided.